Manufacturer narrative:
Us customer contacted cepheid to discuss 4 different patient discrepant results while running xpert xpress cov-2/flu/rsv plus test. All 4 patients were not showing symptoms at the time of collection. There were no additional collections other than the initial sample collection for each patient. Each sample was run three different times. All samples were stored at room temperature in between testing. Patient 1 sample was collected on (B)(6) 2022. The sample was processed per pi and was inverted for mixing. The sample was run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 positive. This result was not reported to the physician. Due to the positive result, the customer decided to repeat this sample again. The sample was processed per pi and was inverted for mixing. On (B)(6) 2022, the customer ran the sample on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 negative. This result was reported to the physician. The customer decided to retest this sample for a third time. The sample was processed per pi and was inverted for mixing. On (B)(6) 2022, the customer had this sample run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 negative. This result was reported to the physician. Patient 2 sample was collected on (B)(6) 2022. The sample was processed per pi and was inverted for mixing. The sample was run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 positive. This result was not reported to the physician. Due to the positive result, the customer decided to repeat this sample again. The sample was processed per pi and was inverted for mixing. On (B)(6) 2022, the customer ran the sample on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 negative. This result was reported to the physician. The customer decided to retest this sample for a third time. The sample was processed per pi and was inverted for mixing. On (B)(6) 2022, the customer had this sample run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 negative. This result was reported to the physician. Patient 3 sample was collected on (B)(6) 2022. The sample was processed per pi and was inverted for mixing. The sample was run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 positive, flu a negative, flu be negative, rsv positive. This result was not reported to the physician. Due to the positive result, the customer decided to repeat this sample again. The sample was processed per pi and was inverted for mixing. On (B)(6) 2022, the customer had this sample run on xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv positive. This result was reported to the physician. The customer decided to retest this sample for a third time. The sample was processed per pi and was inverted for mixing. On (B)(6) 2022, the customer had this sample run on xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 negative, flu a negative, flu be negative, rsv positive. This result was reported to the physician. Patient 4 sample was collected on (B)(6) 2022. The sample was processed per pi and was inverted for mixing. The sample was run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 positive. This result was not reported to the physician. Due to the positive result, the customer decided to repeat this sample again. The sample was processed per pi and was inverted for mixing. On (B)(6) 2022, the customer had this sample run on xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 negative. This result was reported to the physician. The customer decided to retest this sample for a third time. The sample was processed per pi and was inverted for mixing. On (B)(6) 2022, the customer had this sample run on xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 positive. This result was reported to the physician. Due to the constant positivity on the instrument, the customer decided to do the "wipe test" where they dip a swab into di water and rub down different surfaces around and on the instrument. The result showed sars-cov-2 positive with the CT value is around 35-40, which is why the customer is thinking these 4 patients are false positives with similar CT values. Therefore, the customer has reported the negative result for these patients. Review of this case involves 4 specimens with positive sarscov2 results by the xpert xpress cov-2/flu/rsv plus test on (B)(6) 2022. All positive sarscov2 results were weakly positive with late cycle threshold values. Repeat testing was negative for sarscov2. Additionally, environmental swabbing of instrument/work area showed sarscov2 contamination, with late cycle threshold value like that observed in patient specimens. The weak positive sarscov2 results are consistent with the presence of target nucleic acid, likely contamination from environment. Pcr curves are noted to be normal in appearance but weak. There is no evidence of product malfunction and there was no known impact to the asymptomatic persons tested. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Device evaluated by manufacturer: answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss 4 different patient discrepant results while running xpert xpress cov-2/flu/rsv plus test. All 4 patients were not showing symptoms at the time of collection. There were no additional collections other than the initial sample collection for each patient. Each sample was run three different times. All samples were stored at room temperature in between testing. Patient 1 sample was collected on (B)(6) 2022. The sample was processed per pi and was inverted for mixing. The sample was run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 positive. This result was not reported to the physician. Due to the positive result, the customer decided to repeat this sample again. The sample was processed per pi and was inverted for mixing. On (B)(6) 2022, the customer ran the sample on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 negative. This result was reported to the physician. The customer decided to retest this sample for a third time. The sample was processed per pi and was inverted for mixing. On (B)(6) 2022, the customer had this sample run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 negative. This result was reported to the physician. Patient 2 sample was collected on (B)(6) 2022. The sample was processed per pi and was inverted for mixing. The sample was run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 positive. This result was not reported to the physician. Due to the positive result, the customer decided to repeat this sample again. The sample was processed per pi and was inverted for mixing. On (B)(6) 2022, the customer ran the sample on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 negative. This result was reported to the physician. The customer decided to retest this sample for a third time. The sample was processed per pi and was inverted for mixing. On (B)(6) 2022, the customer had this sample run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 negative. This result was reported to the physician. Patient 3 sample was collected on (B)(6) 2022. The sample was processed per pi and was inverted for mixing. The sample was run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 positive, flu a negative, flu be negative, rsv positive. This result was not reported to the physician. Due to the positive result, the customer decided to repeat this sample again. The sample was processed per pi and was inverted for mixing. On (B)(6) 2022, the customer had this sample run on xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv positive. This result was reported to the physician. The customer decided to retest this sample for a third time. The sample was processed per pi and was inverted for mixing. On (B)(6) 2022, the customer had this sample run on xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 negative, flu a negative, flu be negative, rsv positive. This result was reported to the physician. Patient 4 sample was collected on (B)(6) 2022. The sample was processed per pi and was inverted for mixing. The sample was run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 positive. This result was not reported to the physician. Due to the positive result, the customer decided to repeat this sample again. The sample was processed per pi and was inverted for mixing. On (B)(6) 2022, the customer had this sample run on xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 negative. This result was reported to the physician. The customer decided to retest this sample for a third time. The sample was processed per pi and was inverted for mixing. On (B)(6) 2022, the customer had this sample run on xpert xpress cov-2/flu/rsv plus test which resulted in sars-cov-2 positive. This result was reported to the physician. Due to the constant positivity on the instrument, the customer decided to do the "wipe test" where they dip a swab into di water and rub down different surfaces around and on the instrument. The result showed sars-cov-2 positive with the CT value is around 35-40, which is why the customer is thinking these 4 patients are false positives with similar CT values. Therefore, the customer has reported the negative result for these patients.